Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that he is not hearing ok, and the family said that the user got his head hit at school. Further medical intervention is considered.

Event description:
The user reported that the hearing perception with the device suddenly decreased after he got his head hit at school in (B)(6) 2022. Re-implantation is considered, but a date for surgery has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, some channels were already affected prior to the reported trauma likely due to device minute mobility. However, to confirm an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that the hearing perception with the device suddenly decreased after he got his head hit at school in (B)(6) 2022. The user has been reimplanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.